Event description:
(B)(6) has received a report from dr. (B)(6) that one of his patients has a luxated trident all poly constrained acetabular insert between outer and inner bearing.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An event regarding disassociation involving an unknown stem was reported. The event was confirmed. Device evaluation wad not performed as no device was returned. Medical records evaluation was not performed as no patient demographics or medical records have been provided. Device history review was not performed because the device was not properly identified. Complaint history review was not performed because the device was not properly identified. Conclusions: the exact cause of the event could not be determined because of a lack of information. A visual analysis of the all poly constrained insert noted marks of impingement that likely occurred between the insert and stem. The impingement likely pried the uh1 universal head out of the all poly constrained liner. Further information such as the femoral stem, pre and post operative x-rays, and operative reports are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the femoral stem and insufficient information were received by stryker orthopaedics. If the femoral stem and additional information becomes available, this investigation will be reopened. (B)(4).